Event description:
Upon preparing to administer an im injection, it was noted that when the syringe plunger was drawn back. There was a mucous or gel type substance inside syringe which formed a long strand attached to rubber stopper. Staff notified purchasing dept manager and the lot# was pulled. It was felt to be an isolated incident until 5 days later when staff noted syringe appeared to be "wet" inside prior to drawing up vaccine. Removed plunger from syringe and found an oily/greasy substance on rubber stopper. Wiped finger across the stopper and it became wet and felt greasy. Notified infection control rn who is involved in products review committee, notified purchasing dept. Opened numerous syringes in all lot#'s rptr could find. Found same oily substance on most syringe stoppers to varying degrees. Purchasing dept unable to reach manufacturers at that time and all reps out on vacation/holiday. Lot#'s pulled.